Event description:
Pyelone - stenosis (structure) - "placement of catheter according to instructions to correct position. X-ray control (correct). Then cutting for 5 seconds with wallylab kanstik (no reaction). Another 3 attempts, another x-ray control(structure still ok). Kanstik device exchanged, instruments exchanged, new acucise did not work as well. (Hf power supply defective??)" Patient status - "stable"

Manufacturer narrative:
Investigation summary: a catheter package was returned for evaluation but no product was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all acucise endopyelotomy systems undergo 100% inspection. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.